Manufacturer narrative:
Patient weight now provided. Patient weight approximated to be (B)(6).

Manufacturer narrative:
Patient weight not made available from the site. Device lot numbers were not provided by the site representative reporting this issue. Device manufacturing dates are dependent on lot numbers, therefore, unavailable. Return requested. Two replacement small straight ratcheting handles were shipped to site on 09/21/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, they had 2 small straight ratcheting handles that were damaged. The metal cap at the top of the screwdrivers came off of each of the small straight ratcheting handles when being hammered by the surgeon. Both caps were thrown away afterward. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned handles found that the reported event was related to a physical damage issue. As reported, the end cap had been broken off and was missing from both handles. Otherwise, the instrument retention ring and the ratchet mechanism was functional on both handles. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.